Event description:
The device was sent in for repair, and during the repair process, the attachment overheated. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
Corrosion and lack of lubrication was noted in the internal mechanism of the device. This most likely can be attributed to the normal use and cleaning of the device due to its age.